Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the heart, but exhibited high pacing threshold measurements. During an attempt to reposition the rv lead, the helix would not retract properly. The rv lead was removed from the patient, the tissue/blood removed from the helix, and re-inserted into the body. This time, upon placing the rv lead in a new position in the heart, it exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix housing being clogged with tissue. The helix was unable to be fully retracted due to the tissue which confirmed the rotation difficulties observed in the field. The electrical allegations could not be confirmed through product testing.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the heart, but exhibited high pacing threshold measurements. During an attempt to reposition the rv lead, the helix would not retract properly. The rv lead was removed from the patient, the tissue/blood removed from the helix, and re-inserted into the body. This time, upon placing the rv lead in a new position in the heart, it exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.